Event description:
Information received from the field notes that the patient was seen for a routine follow-up with no complaints. The device could not be interrogated. The magnet rate was 70 ppm and the device was nearing recommended replacement time.